Event description:
It was reported that the right ventricular lead exhibited noise and oversensing. Boston scientific technical service (ts) was contacted by the physician, and ts confirmed the myopotential noise oversensing and discussed programming options. Ts suggested testing to rule out the possibility of a lead issue. The device and leads remain in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise and oversensing. Boston scientific technical service (ts) was contacted by the physician, and ts confirmed the myopotential noise oversensing and discussed programming options. Ts suggested testing to rule out the possibility of a lead issue. The leads remain in service, but the device was later replaced due to normal battery depletion and returned to boston scientific for analysis. No adverse patient effects were reported.